Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, it was observed that two staples were sticking out a few millimeters from the reload before the stapler sureform 45 was fired. The surgeon looked again to remove the reload after the stapler sureform 45 had been removed and the staple was gone. The surgeon was unsure if the staple had been pushed back in. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: when the reported event occurred, ports were placed on the patient. The stapler surefrom 45 instrument was inspected prior to use, and there were no abnormalities that were found. A visual inspection via the scope was done after inserting the stapler sureform 45 instrument through the cannula, and the user observed stapler protruding. The protruding staples did not fall inside the patient anatomy. There were no surgical tasks that were being performed at the time as the reported event was noticed immediately after insertion. The surgeon believed that the staples came off easily and could affect stapling. There were no functionality issues. There were no instrument collisions. The stapler sureform 45 instrument was not removed during the procedure. Upon final removal, the stapler sureform 45 instrument wrist was straightened and there was no other damage that was found. There was no patient injury or harm. The patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 white reload to perform failure analysis. The sureform 45 white reload was found to have individual staples not present at multiple pusher locations of the reload. Missing staples were not returned with the reload. Also, the sureform 45 white reload was not fired. No pushers were found at the bed surface of the cartridge and the knife was still concealed. The complaint was confirmed by failure analysis. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image showed a stapler sureform 45 curved-tip stapler with a white reload installed within the jaws. There did not appear to be a staple protruding from the surface of the reload between the 10 and 20mm laser markings on the channel. Fae did not observe unformed staples that had fallen from the reload in the image, only the single protruding staple.

Manufacturer narrative:
The instrument reload was further investigated by the failure analysis engineering (fae) team. Initial findings were confirmed. Upon inspection the returned reload appeared unfired. The blade was still in the proximal position and no pushers had been deployed by the shuttle. The reload was missing 4 staples from various locations and pusher components. Each pusher was not missing more than 1 staple. None of the missing staples identified during image review were observed to be returned with the reload or reload packaging. The reload was further reviewed by the manufacturing engineering team. The final vision images for this reload lot were reviewed and no evidence indicating a manufacturing error or defect was identified.

Event description:
Refer to h10/h11 for follow-up information.